Event description:
Pt having excision of right breast mass. Pt had prior insertion of silicone implant in 1982. Pt had complained right arm pain and physician noticed lump in right lateral breast. Excision of mass performed and specimen sent for frozen section. Result: report of collagen and fat with foreign body material and foreign body giant cell reaction; benign. Right breast implant was found ruptured. Bilateral implants removed and saline breast implants re-implanted.